Manufacturer narrative:
Concomitant medical products; product ID 407645 lead, date of implant; (B)(6) 2008; dtmc1d1 crt-d, date of implant; (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.